Event description:
On (B)(6) 2025, the user reported being high all day with a fingerstick blood glucose (bg) of 405 mg/dl, along with frequent urination and vomiting. Investigation showed an incomplete supply change earlier in the day, as the insulin cartridge volume had not changed. Resolution: the agent walked the user through a full supply change, including filling tubing and cannula, and scheduled a follow-up to ensure bg levels came down. At the end of the call, the event involved a highest recorded glucose of 405 mg/dl, was managed without medical intervention or external assistance, and the ilet system did trigger an alert. Symptoms of frequent urination and vomiting were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.